Event description:
Reporter indicated that the pt's device was registering high impedance. The pt had the device implanted approximately 2 months prior to the finding, but diagnostics had not been run on the device after surgery until this dosing visit. The reporter indicated that they were unaware of any physical trauma that the pt may have experienced that could explain a possible cause for the high impedance. Attempts for further information regarding the issue from both the pt's treating epileptologist, and the implanting surgeon, have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.